Manufacturer narrative:
An event of incomplete leaflet cooptation was reported. The valve was sent for functional testing at the engineering test lab. During this test, which ensures proper leaflet coaptation and hemodynamic performance, the valve was placed in a pulse duplicator filled with saline. The conditions included a beat rate of 70 ± 1 bpm, a flow rate of 5.0 ± 0.2 lpm, and a mean aortic pressure of 100 +10/-0 mmhg. Under these conditions, the leaflets appeared to coapt such that the effective orifice area value was 1.55 and the regurgitant fraction value was 6.0%. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing to ensure proper leaflet coaptation and hemodynamic performance, and the product met all specifications. The cause of reported event could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 19mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During procedure, a malfunction of valve leaflet opening and closing was noted. The valve was replaced with the same model. There was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 19mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During procedure, a malfunction of valve leaflet opening and closing was noted. The valve was replaced with the same model. There was no delay in the procedure. The patient was reported stable.